Manufacturer narrative:
Customer was attempting to use incompatible test strips. No investigation is required. This is a final report.

Event description:
Customer reported a port issue with his meter and it was discovered through troubleshooting with adc customer service that the customer was attempting to use incompatible test strips. He stated as a result, he was unable to test, did not take any insulin and experienced symptoms of nausea and cramping. He also stated he fainted and was "caught by his sister in mid fall." Paramedics responded and transported him to a local hospital. Customer was treated with morphine and insulin, however, no diagnosis was reported. There was no report of death or permanent impairment associated with this case.